Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 14 x 90mm x 75cm wallstent uni was selected for treatment and was deployed within 10% of total strength before physician found initial position unsatisfactory and retrieved it to reposition. During the reattempt, there was an abnormal resistance felt. When the device was taken out for inspection, it was found to be deformed. The stent was replaced with a different model to complete the procedure. There were no complications reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a wallstent uni was received for analysis. The stent was returned fully sheathed on the delivery system. The stent was deployed without issue. One of the stent struts was noted to be slightly damaged. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. There was also an outer sheath kink noted 10mm proximal from the distal tip.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 14 x 90mm x 75cm wallstent uni was selected for treatment and was deployed within 10% of total strength before physician found initial position unsatisfactory and retrieved it to reposition. During the reattempt, there was an abnormal resistance felt. When the device was taken out for inspection, it was found to be deformed. The stent was replaced with a different model to complete the procedure. There were no complications reported, and the patient status was stable.